Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2010 and an obturator sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
The patient underwent mesh implantation due to stress urinary incontinence, intrinsic sphincter deficiency, and hypermobile urethra.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent full interstim implantation on (B)(6) 2014 due to urinary urgency and frequency. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Event description:
It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence, a hypermobile urethra, and intrinsic sphincter deficiency. No additional information was provided